Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator and had logged an event code in its memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.